Event description:
It was reported a patient underwent an unknown orthopedic surgery, after opening the package and when taking the product out of the package, the drain broke off near the drain and trocar joint part. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of the product, it was observed that the drain was broken at the trocar.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, did the issue occur before product use? Yes, the issue occurred before use. Complaint sample review : one complaint sample of trocar with separated drain, was received for evaluation, product was inspected visually, below are detailed findings : drain and trocar were found broke off near the drain and trocar joint, there was a fine cut mark visible on the separation area of the drain. Such cut mark usually generates in two conditions: while drain got mis-handled (i.e. Pulled inadequately at some angle from the trocar) during use. Drain trocar joint came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. Retention sample of complaint lot were checked and found satisfactory. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. External factors like mishandling or improper usage at user end could not be ruled out. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.